Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that sensor had a bent end. The sensor was alarming. Customer reported a hospitalization due to pneumonia. Customer had high blood glucose during hospitalization. The blood glucose reading was 350 mg/dl. Nothing further reported.